Event description:
It was reported that there was damage to the pump housing and usb port, affecting the customer's ability to charge the pump and leading to a shutdown. The shutdown resulted in the customer's blood glucose level being reported as "high," exceeding safe limits. The customer took corrective action by administering a correction injection via multiple daily injections and received assistance from a third party who provided water. Technical support resolved the issue by deciding to replace the pump.